Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain these issues: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of detachment of device component and gel leak: method of use ¿ posology ¿ remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise.

Event description:
Clinic reported having a patient that was injected in the lips with juvéderm ultra® xc. During the injection, "after 2 previous injections," the needle had "came away from the syringe" and was left in the lip. Product was lost. Injection continued after attaching a new needle. No injuries were reported.

Event description:
Additional information: it was clarified that the 2 previous injections were injections done during the same session with the same syringe. The packaged needle was used.